Event description:
An orthopedic surgeon was using the vapor during a procedure, when pieces of the tip broke off and fell into the surgical field. The pieces were quickly retrieved by the surgeon and the vapor was removed from the field.